Event description:
The facility states the bolt and nut connecting the boom to the hanger bar and sling cradle have come loose; there is some ovaling of the metal where the bolt goes through.

Manufacturer narrative:
.